Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed. Immediately after implantation, ventricular lead impedance measurements out of range both in bipolar as well as in unipolar lead configuration were documented in the device data. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that 3 days after the implantation the rv pacing impedance was high (greater than 2000 ohms). The physician decided to re-operate the patient. During the second procedure a problem during the screwing occurred, both on rv and ra channel and the electrical parameters were good when measured using external psa. The physician decided to exchange the device.